Event description:
Terumo received the following information: It was reported that the Oxygenator had compressed lines resulting in narrowed lumens, loose joints, and disconnected connectors and/or lines. The malfunction was found during set up and resulted in a delay of the procedure. The affected product was replaced with another device, and the procedure was completed successfully. No blood loss was reported. No injury occurred, and the device malfunction did not cause or contribute to a patient injury.

Manufacturer narrative:
A1: Patient Identifier: NAA2: Age & Date of Birth: NAA3a: Sex: NAA4: Weight: NAA5: Ethnicity: NAA6: Race: NAD4: UDI: N/A as this product code is bulk product.D6a: Implanted Date: Device was not implantedD6b: Explanted Date: Device was not explantedE2: Health Professional: UnknownE3: Occupation: UnknownG4: 510(k) No.: NAThe actual device was not returned for investigation: however, an image was provided..It was observed that the tubing of the sampling line for the oxygenator had fractured at the connection point between the tube and the connector.We have experienced cases where sampling lines may be fractured when a momentary external load is applied to the product. The manufacturing record and the shipping inspection record of the actual device, No anomaly was found. Past complaint file of the involved produce code and lot number, no other similar report was found.Based on the investigation results, no anomaly was found in the manufacturing records of the actual device. From our past experience, as the cause of this incident, it was considered possible that the tube may have been fractured due to a momentary load applied after the circuit was incorporated. However, since the actual device could not be confirmed, it was not possible to clarify the cause of this case.The IFU (CAPIOX FX25) indicates as follows. Do not use if the package or device is damaged (e.g. cracked) or any of the port caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another CAPIOX FX25 oxygenator and reservoir.SNCR(b)(4)Terumo Medical Corporation (TMC) (Importer) Registration No. 2243441 is submitting this report on behalf of Ashitaka Factory of Terumo Corporation (Manufacturer) Registration No. 9681834.